Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device (gfd) implantation that the shunt was found to be clogged. Choroidal neovascularization was confirmed and the gfd was explanted. Additional information was requested.